Manufacturer narrative:
(B)(4).

Event description:
It was reported that on start up prior to patient use, the ventilator display turned green and stopped. The power button was pressed for one minute to forcibly turn it off. When the device was restarted, the issue was not duplicated. Another ventilator was used on the patient, however, there was no delay in therapy or patient harm reported as a result of this event.